Event description:
It was reported that a patient presented with non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was not known.

Event description:
Additional information received indicates that the patient condition was stable before, during, and after the programming changes.